Event description:
Clarification was received from the facility reporter. The information indicates that after approximately 45-60 minutes of use, the physician was finished using the vcare and was removing the vcare from the uterus when the issue occurred. It is reported that the balloon, white balloon cuff and green cervical cup all slid off the shaft and detached. All the pieces were retrieved from the patient and compared with a new vcare to ensure all were accounted for.

Manufacturer narrative:
The reported complaint of device breakage is now confirmed. Conmed received one 60-6085-201a in opened original packaging. The reported lot number was verified. A visual inspection was performed; the device was received disassembled however all pieces of the device were received intact. There is evidence of adhesion where the uterine balloon was attached. Measurements were taken, the inner diameter of the green cervical cup measured at .206 inches which is within spec. The blue vaginal cone measured at .198 inches which is out of spec on the high end. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found a total of three (3) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 68 complaints, regarding 77 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. A determination for further investigation was made. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues with a vcare medium (34mm) cup # 60-6085-201a , lot 202002031 occurring at (B)(6) medical center in (B)(6) on (B)(6) 2020. Information received was that the vcare broke apart into 4 pieces during a hysterectomy. It is noted the procedure was successfully completed with no impact or injury to the patient. Although requested, no additional information has been provided at this time. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as the device fell apart during use.